Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance a ruby coil through another manufacturer's microcatheter and indicated that the microcatheter was tortuous.

Manufacturer narrative:
Please note that an update was made to the following sections based on additional information received: describe event or problem, event problem and evaluation codes.

Event description:
The ruby coil pusher assembly was also found to be kinked.